Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the patient could not tolerate stimulation when the implantable neurostimulator (ins) was turned on. The patient was very disappointed with deep brain stimulation (dbs). The consumer and the hcp did a lot of research about dbs, but they wanted to know if there was a panel of hcps to discuss the issue with. The consumer had an appointment with the hcp scheduled for (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
Additional information received from the consumer reported that the patient¿s inability to tolerate stimulation was due to implantation surgery. It was stated that patient was the first implanted for their condition (unknown) which is what caused their issues, and that they have still not recovered from implantation surgery. As a result of the patient being unable to tolerate stimulation they were admitted to the hospital for a week, during which the healthcare professional (hcp) attempted to get appropriate stimulation settings, but nothing worked and the issue persisted. It was also reiterated that they wished to speak with a panel of doctors regarding the situation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.